Event description:
Cam01 camino advanced monitor with icp waveform attached to a patient when all soft keys locked and were not reading. The unit was in place 6 days when the event occured. The defective unit was changed to another cam01. The patient did not incur an injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.